Event description:
It was reported that during replacement of the ins it was discovered that the lead was fractured. The lead was replaced. It was unclear which system was related to the event and if the lead replacement was at the time of ins replacement or at a later date. Further information is being requested from the hcp.